Manufacturer narrative:
According to the received information from our field service engineer, the air gas module of the ventilator was found contaminated with water due to a problem with hospitals air supply and needed to be replaced. We have not received any part for further investigation, no logs or pictures received. According to the user´s manual, maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).